Manufacturer narrative:
The reported event of the tip breaking was confirmed through visual inspection. Fatigue of the device due to coming in contact with the tip cover or excessive force during use are know to cause the tip to break.

Event description:
It was reported that the tip of the h2016 lt flat tip broke during a surgical procedure at the user facility. It was reported that nothing fell into the surgical site. The procedure was completed successfully using back-up equipment. No delay, no medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
Based on a review of this device, the product is not reportable under FDA cfr part 803. This device, or similar device, is not manufactured, marketed, or distributed in the united states. No report needed to be filed.

Event description:
It was reported that the tip of the h206 lt flat tip broke during a surgical procedure at the user facility. It was reported that nothing fell into the surgical site. The procedure was completed successfully using back-up equipment. No delay, no medical intervention and no adverse consequences were reported with this event.

Event description:
It was reported that the tip of the h206 lt flat tip broke during a surgical procedure at the user facility. It was reported that nothing fell into the surgical site. The procedure was completed successfully using back-up equipment. No delay, no medical intervention and no adverse consequences were reported with this event.